Event description:
Customer called to report an ion selective electrode (ise) drain assembly leak and calcium calibration failure issues on the unicel dxc 800 synchron system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument through a power down system rebooting. After further troubleshooting and follow up, the cts generated a service request. The field service engineer (fse) inspected the instrument and confirmed that the ise drain assembly was not properly draining. The fse then replaced the valve and verified performance of the instrument to ensure that the services performed effectively resolved the issue. Customer stated that neither patients nor instrument operators were harmed or affected by the instrument issues.

Manufacturer narrative:
(B)(4).